Event description:
The user complained that she is hearing a constant noise in the background which affects speech clarity. Reportedly, the speech understanding with the device has never been good. Further medical intervention is considered. Latest fitting attempts have reportedly improved the user's sound quality with the device a bit. The clinic will possibly perform CT imaging.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained that she is hearing a constant noise in the background which affects speech clarity. Apparently, there was no further decrease in hearing performance reported. Latest fitting attempts have reportedly improved the user's sound quality with the device a bit. The clinic will possibly perform CT imaging

Manufacturer narrative:
Additional information: according to the received information, no outcome of the art measurement at the patient could be obtained. However, reportedly, the recipient still benefits form the device and thus the device remains implanted currently. To determine an exact root cause, an investigation at the explanted device has to be performed.